Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood at the site upon insertion of the sensor. The site was not actively bleeding at the time of the report. The sensor was not tugged or pulled on after insertion and was not expired. The sensor was fully inserted. The blood glucose reading was 338 mg/dl. Nothing further was reported.